Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Stomach and angel of hiss. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? 3rd or 4th and the last firing. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Green for all firings. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes, synovis- peri strips. Was the instrument fired across or near an existing staple line or clip? Yes, all were across an existing staple line. Were any unexpected noises heard? Not noted. Were any of the forces higher or lower than expected? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Not noted.

Event description:
It was reported that during a laparoscopic sleeve procedure, there was incomplete staple formation on the specimen side on a couple of firings. Another device was used to complete the procedure. No adverse consequences reported.